Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4), alleging his onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time. The patient reportedly manages his diabetes with an unknown type/dose of insulin and reported that he administered 10 units on the same day the issue occurred. The patient denied developing any symptoms or requiring any treatment. No other device was used for testing. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because alleged issue was not resolved with troubleshooting.